Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had multiple pump errors. The customer¿s blood glucose level was unknown. The customer reported that the alarm occurred shortly after inserting a new battery unexpected restart alarm was not recurring during normal pump use. It was reported that they had external ram crc error and watch dog alarm. The customer reported that the self-test was failed. The customer was advised to monitor insulin pump. The insulin pump will not be returned for analysis.